Manufacturer narrative:
The insulin pump had a button error alarm due to corroded keypad trace. No moisture damage found on the electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She also reported the numbers on the screen started scrolling when trying to deliver a bolus. She explained she removed and reinserted the battery and received a battery alarm. She took the battery out again, and upon reinsertion got a button error alarm. She stated the device could have been exposed to perspiration as she went walking. Most recent blood glucose value was 80 mg/dl; which she treated with a beverage. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.